Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support when troubleshooting an alarm on the liberty select of observing a fluid leak inside the cycler cassette door. The treatment was cancelled. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was prescribed prophylactic antibiotics (fotaz). The patient was also cultured. The patient stated there is no complications as a result of the alleged event. Patient completed treatment with capd. Treatment was resumed on the replacement cycler. Additional information was solicited. Sample was requested for return to the manufacturing plant.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."